Manufacturer narrative:
(B)(4). Date sent: 5/9/2016. Pt info; relevant tests/lab data, other relevant history; concomitant medical products: information was not provided by the contact. Batch # = (B)(4). The analysis results found that the el5ml device was returned partially cycle with a clip in the jaws and in good visual condition. In addition, 1 scissored clip and 4 conforming clips were received in a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 4 clips as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was not clipping. The case was completed using another device of the same product code. There were no patient consequences reported.